Manufacturer narrative:
No unexpected signal too low alarms or unexpected restart anomaly noted during testing. Pump passed unexpected restart error test and self test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap and cracked battery tube threads.(B)(4).

Event description:
The customer reported via phone call that they had repeated displayable history check failed on startup alarms on the insulin pump. The customer also reported unexpected restart alarms occurring. The customer reported they were prompted to rewind the insulin pump after the unexpected restart alarm occurred. The customer also reported the act button was intermittently responsive. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.